Manufacturer narrative:
B3/d10: the events occurred on unspecified dates. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets over-infused while being used with spectrum infusion pumps. The infusions completed approximately 1 to 3 hours prior to the intended duration. The events occurred during total parenteral nutrition (tpn) infusion via a peripherally inserted central catheter (PICC). To prevent hypoglycemia, a dextrose 5% (d5) infusion was promptly initiated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.